Manufacturer narrative:
A product was not returned for analysis; it was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is (B)(4).

Event description:
A non-health care professional reported that during cataract surgery with intraocular lens (iol) implantation, the iol was found defective. The iol is not available for return, it was scrapped. Additional information was requested, but no further information is available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).